Event description:
It was reported that following a total knee procedure, a pain pump was placed for post-operative pain. During removal of the catheter, it was stated that resistance was felt and the catheter broke. A three inch piece of catheter was removed under visualization during an additional arthroscopy procedure. It was reported that the catheter was stuck between implant pieces.

Manufacturer narrative:
The device has not been returned for evaluation. Photos of the broken catheter have been rec'd. Based on one of the photos, it appears that the catheter was significantly elongated due to excessive force being applied to the catheter during removal. The customer reported that during removal resistance was felt and the surgeon continued to pull on the catheter until it eventually broke. It was also reported that when the catheter was removed during the additional procedure that it had been stuck between implant pieces. The stryker instructions for use state "during removal, use gentle force to pull the catheter only along the direction in which the catheter was inserted. Prolonged force can cause the catheter to break."